Manufacturer narrative:
(B)(4). Insulin pump received with no button response due to flattened dome switch on bolus, esc, act and up arrow button. The connector was inspected and locked on lcd board. Unable to verify battery charge last less than expected.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert. Customer stated they replace the battery and it drained in three to four days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.